Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, via nbir. A right side reoperation, reasons noted, as the following event(s): suspected/actual rupture/deflation. Device status unknown.